Manufacturer narrative:
(B)(4). The field service technician (fst) was sent for further investigation. According to the service order, following work had been done: the fst tested the device and could not duplicated the error message. The field service technician re-seated the ccm board in lower electronic section as a precaution and re-tested the device again. The device passed all tests. The device is returned for clinical service. Thus the failure could not be confirmed. Since no parts have been replaced, further investigation in our life cycle engineering (lce) are not possible and a root cause cannot be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
It was reported that the error message "no comm" was displayed prior to use. No harm to patient was reported. (B)(4).